Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was one (1) tube with a deformed lip. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was one (1) tube with a deformed lip. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received four photos for investigation. Evaluation of the attached photos revealed a tube with an area where the plastic has melted at the rim. Upon visual inspection of ten retained samples, no damaged tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.